Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a broken venous port cap by baxter and the manufacturer. The return unit was visually inspected and the vented port cap on the outlet (blue) header nut was cracked in several places. The root cause was undetermined. There have been no previous complaints of a similar nature. This unit has been reviewed with all manufacturing personnel. A batch review was performed by the supplier and no abnormalities were found within the batch. Baxter will continue to monitor reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that the port cap of venous header was broken before opening the overpouch. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.